Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was sleeve damage and leakage. The following information was provided by the initial reporter. The customer stated: there was "blood leakage due to rubber damage."

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. The indicated failure mode for sleeve damage was not able to be observed in the photo. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and the issues of leakage and damaged sleeve were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage based on returned photo. Bd was not able to identify a root cause for the indicated failure mode.